Event description:
During a pci procedure, the quantum maverick2 monorail balloon ruptured at 14 atms on the second inflation. The number of atms reached on the initial inflation is unk. The lesion being treated was a calcified and 90% stenotic lesion in the lad. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".